Manufacturer narrative:
The date of event is unknown. Concomitant medical products and therapy dates: model: 3228, scs lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-22296. It was reported the patient had been receiving ineffective therapy. As a result, the patient's scs system was explanted.